Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-59888.

Event description:
The customer reported via phone call that she had a low battery warning for the past 2 days. Customer stated that today after lunch, she got a low reservoir warning and the reservoir looks empty. Customer stated that the reservoir was empty and the pump had a no delivery. Customer's blood glucose was reading at 519 mg/dl. Customer's current blood glucose is 262 mg/dl and coming down. Customer stated that the battery indicator does show less than 2 bars. Customer's last battery change was less than a month and the battery did last more than 1 week. Customer stated that the pump passed the displacement test. Customer declined troubleshooting because she has treated her high blood glucose and knows why it is high. Customer was advised to monitor the pump.